Manufacturer narrative:
Pump was received with a completely broken battery tube threads. Pump was unable to insert/lock the battery, verify s.w and perform displacement test due to completely broken battery tube threads. The test infusion set/reservoir remains in place in the reservoir compartment noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the side of the battery storage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis